Event description:
Information was received from a healthcare professional (hcp) regarding a patient previously receiving morphine via an implanted pump. On (B)(6) 2016 MRI compatibility guidelines were being requested. Per the reporter, the patient had told him that the pump had not been functional since 2003 because the pump leaked. The reporter had no further history. No patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.